Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected a significant decrease in r wave amplitude within months of implant. At the same time, the so-called "t-wave signal" increased in amplitude significantly. Technical services noted they are unsure about the real nature of the signal observed. It has at the same time characteristics of a t-wave, and at the same time could also be the intrinsic r-wave because of loss of capture. As this phenomenon happened in the months following implant, additional troubleshooting of the right ventricular (rv) lead was recommended. At this time, the manufacturer of the rv lead has not been reported. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.